Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction") and pelvic pain ("pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, hot flashes, allergic rhinitis, uterine bleeding and dysuria. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included endometriosis. Concomitant products included ketorolac, nsaid's, paracetamol (acetaminophen) and promethazine. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (partial vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no more than 5 coils were exposed after insertion was complete, removal details: procedure performed laparoscopic assisted vaginal hysterectomy. Bilateral salpingectomy. Diagnostic results: fluoroscopic spot images were submitted from a hysterosalpingogram performed by physician. Bilateral devices are seen reactively symmetrically positioned relative to the uterus. Most recent follow-up information incorporated above includes: on 10-sep-2018: plaintiff fact sheet received: reporters information added, aka added, event added are as follows-depression and mental anguish. Events onset date added and outcome of pelvic pain updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction") and pelvic pain ("pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, hot flashes, allergic rhinitis, uterine bleeding and dysuria. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included endometriosis. Concomitant products included ketorolac, medroxyprogesterone acetate (depo provera), nsaid's, paracetamol (acetaminophen) and promethazine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes: dysuria"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (partial vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysuria outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysuria, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no more than 5 coils were exposed after insertion was complete, removal details: procedure performed 1. Laparoscopic assisted vaginal hysterectomy. 2. Bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral devices are seen reactively symmetrically positioned relative to the uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: event dysuria was added. Concomitant drug was added. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction") and pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, hot flashes, allergic rhinitis, uterine bleeding and dysuria. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included endometriosis. Concomitant products included ketorolac, nsaid's, paracetamol (acetaminophen) and promethazine. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (simple hysterectomy and bilateral salpingectomy).essure was removed on (B)(6) 2015. At the time of the report, the hypersensitivity, pelvic pain, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no more than 5 coils were exposed after insertion was complete, removal details: procedure performed laparoscopic assisted vaginal hysterectomy. Bilateral salpingectomy. Diagnostic results: fluoroscopic spot images were submitted from a hysterosalpingogram performed by physician. Bilateral devices are seen reactively symmetrically positioned relative to the uterus. Most recent follow-up information incorporated above includes: on 29-may-2018: pfs and mr received. Medically confirmed case. New reporters added and reporter information updated. Historical conditions, historical drugs and concomitant conditions added. New events vaginal haemorrhage, menorrhagia and pelvic pain added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the hypersensitivity and menstrual disorder outcome was unknown. The reporter considered hypersensitivity and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.